Event description:
Health professional reported pt in apex study "has been training for a marathon and was at a good spot with adjustment until (B)(6) 2011 when she started having 'intense heartburn' but not too tight. The 2.2cc removed from band. Pt's heartburn went away and pt returned on (B)(6) 2011 and received a 3cc fill. Pt's heartburn returned and on (B)(6) 2011, pt had a barium which indicated a moderate dilatation. The 2cc was removed. Pt had a repeat barium on (B)(6) 2011 which indicated no resolution of dilation. Pt had revisional surgery on (B)(6) 2011. Pt recovered s/ seq." The lap-band ap system was replaced with a larger model.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be taper ii. Heartburn and pouch dilation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of heartburn is follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."